Event description:
It was reported that x-rays taken showed that the patient¿s midline lead had migrated but the titan anchor appeared to be "intacted" on the lead and to the fascia. The migration caused decreased paresthesia in the shoulder blades as the patient had when the system was first implanted. The patient also experienced less than 50% therapy relief at the lead location. The lead was consequently detached from the battery and the anchor was unstitched. The lead was pushed up and the existing anchors were re-anchored during a revision surgery on (B)(6) 2013. Approximately ten days later, it was reported that the patient was getting pain relief without problem following the revision.

Manufacturer narrative:
Product ID 3778-75 lot# serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-75 lot# serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3550-39 lot# n330051, implanted: 2012 (B)(6); product type accessory product ID 37744 lot# serial# (B)(4); product type programmer, patient product ID 37754 lot# serial# (B)(4); product type recharger. (B)(4).